Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 625 mcg/day) from an implanted pump. The indication for use was intractable spasticity. On (B)(6) 2016 the catheter was explanted. It was reported that on an unknown date the patient had a fever and the hcp had attempted to aspirate the catheter but could not. The issue was resolved at the time of the report and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.